Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: essure and misplacement on left side, essure seen extending from endometrium into myometrium.') In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included tubal ligation. Concurrent conditions included morbid obesity and gerd. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"), 4 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/vaginitis"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain") and device expulsion ("migration of essure device location of device-endometrium"). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, menorrhagia, vaginal haemorrhage, depression, anxiety, weight increased and device expulsion outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 249 lbs. Discrepancy note: she did not undergo essure confirmation test: patient received treatment for- pain, migration and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Hysterosalpingogram: on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation, vaginitis, depression, abdominal pain, weight gain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : events added- device monitoring procedure not performed. Concomitant drug, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: essure and misplacement on left side, essure seen extending from endometrium into myometrium.') And genital haemorrhage ('general abnormal bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"), 4 years 4 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/vaginitis"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and device expulsion ("migration of essure device location of device-endometrium"). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, menorrhagia, vaginal haemorrhage, depression, anxiety, weight increased and device expulsion outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 249 lbs. Discrepancy note: she did not undergo essure confirmation test: patient received treatment for- pain, migration and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation, vaginitis, depression, abdominal pain, weight gain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet received. Following events¿ abnormal bleeding (vaginal, menorrhagia), device dislocation updated to embedment , partial expulsion of essure, depression/psych injury, mental anguish and weight gain were added. This case is medically confirmed. Reporter, demographics, medical history and concurrent condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain/chronic"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy note: she did not undergo essure confirmation test: patient received treatment for- pain, migration and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: migration, general abnormal bleed, abdominal pain, psych injury and vaginal infection. Reporter information and patient demographic details was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.